Event description:
Same case as MFR report #: 2134265-2009-01085, -01087. Study. It was reported that 43 days following a coronary artery drug eluting stenting treatment procedure, the pt returned with angina and restenosis was found. The index procedure treated the ostial, de novo, 2.22x70mm, 66% stenosed, moderately tortuous, severely calcified lad (left anterior descending) lesion. Treatment consisted of predilatation with two 2.59x30mm balloons at 8 atm, placement of three overlapping taxus express2 drug eluting stents (two 3.0x32mm at 14 atm each and one 3.0x16mm at 16 atm), and post dilation resulting in 12% residual stenosis with timi flow 3. The stents were reported to be well positioned and well expanded. Additionally, another manufacturer's bare metal stent was placed in the 1st diagonal during this procedure. The pt was discharged two days post procedure. F/u assessments at 1 month and 6 months did not show any problems. The pt presented with unstable angina 43 days post index procedure. The pt was admitted on day 76 with stenosis of the proximal lad and 2nd diagonal. The proximal lad had 81 to 56 % stenosis and was treated with balloon angioplasty, and an unk size taxus stent. The 2nd diagonal had 63% stenosis and was treated with balloon angioplasty. The reintervention on the proximal lad was assessed as possibly related to the taxus stents.

Event description:
It was further reported that the correct reference vessel diameter during the index procedure was 3.00mm versus the 2.22mm previously reported with 90% stenosis visually prior to treatment and 0% residual stenosis visually following treatment. At discharge, the patient was prescribed panaldine, bayaspirin, warfarin, and warfarin potassium. Reintervention in (B) (6) 2008 was to the 3.0x10mm 50% stenosed proximal lad and was completed with balloon angioplasty resulting in 0% residual stenosis. The 2.0x5mm, 50% stenosed second diagonal was also treated with balloon angioplasty resulting in 0% residual stenosis. The patient was discharged two days post reintervention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B) (4)